Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 184 mg/dl. Customer reported that she went to a splash park as a significant event that might have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.